Manufacturer narrative:
A getinge field service engineer (fse) evaluated the unit, but was unable to reproduce the reported malfunction. The fse completed full calibration, functional testing, and safety checks to factory specifications. The iabp was returned to the customer and cleared for clinical use.

Event description:
It was reported that before use, the cs300 intra-aortic balloon pump (iabp) unit keeps auto-filling and zeroing. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.